Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H3: evaluation summary: customer report of bent valve was confirmed. X-ray demonstrated commissures 1 was bent inward. Sewing ring cloth was cut around leaflet 1 and expose the silicone underneath. No other visible inconsistencies were observed from the returned valve.

Event description:
It was reported that a 27mm 11400m mitral valve was explanted at implant due to frame distortion caused by interference from the previously implanted tav. Another 27mm 11400 mitral valve was implanted in replacement. Per medical records, the patient developed ms underwent mis-mvr. Intraoperatively after securing the first 27mm valve in place, the surgeon could see that the frame was somewhat distorted, more ovoid than circular. This distortion caused some tension on one of the leaflets causing a gap between the anterior lateral leaflet and the other 2 leaflets. There was significant transvalvular regurgitant leak. Decision was made to convert to a sternotomy approach and explant the valve. Then a new 27mm 11400m valve was implanted. As the last cor-knots were being secured the valve again took a distorted ovoid shape - the same distortion of the leaflet as seen previously (1st valve) occurred. To fix this the surgeon released one of the sutures with its cor-knot. The valve frame then became more circular and the gap between the leaflets disappeared. Post procedure tee showed excellent function of the well-seated valve and no pvl or transvalvular regurgitation. The patient was transferred to ICU in stable condition and discharged on pod #6. The surgeon noted at the end of the case, the previous tav caused distortion of the mitral valve frame due to abutment of the tav through the aorto-mitral curtain. Distorted frame was seen on both valves which caused the leaflet gaps and led to regurgitant leak on the first valve.